Event description:
In 2009, the pt reported that 2 times over the past month her blood glucose has elevated to "hi" with her target range being 125-140 mg/dl. She stated she believes this is due to boluses not being properly delivered because of a faulty button on her insulin infusion device. She had no symptoms and corrected her readings by bolusing insulin via her infusion device. To troubleshoot, the pt was instructed to press the up and down buttons and audible beeps and vibrations were present. Both buttons popped back up after being pressed and there is no obvious physical damage to her device. She said the device has not been dropped or exposed to water. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.